Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced branch retinol artery occlusion. The patient was being treated for a left c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 5.8 mm, dome height 4.6 mm, dome width: 5.8 mm and neck size 4.6 mm. Parent artery diameter distal to aneurysm was 3.2 mm. Parent artery diameter proximal to aneurysm 4 mm. Significant stasis and complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The access vessel was the femoral right. Rist was not used. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches were covered by the pipeline (opthalmic). No device flattening or twisting was noted. Following the MRI, the patient developed a persistent "gray spot" in their vision in the left eye. The gray spot was not present on amsler on either eye. When covering the right eye and looking at the examiner. Additional information received clarified that following MRI on (B)(6) 2024 patient noticed a persistent "grey spot" in her vision. The patient described the vision change as inferotemporal, relative to the examiner's nose. Ancillary devices: guide guidewire, guide catheter balist, intracranial support catheter phenom plus, microcatheter medtronic phenom 027 additional information received reported that no additional treatment or hospitalization was given for the cerebral vascular occlusion, and the event was recovering/resolving. The adverse event was not the result of a device deficiency. The event resulted in new or worsening of existing neurological deficits which lasted for more than 24 hours. The cause of the gray spot was not determined. The site assessed the adverse event as caused by the procedure, probably related to the study device, and not related to the disease under study or antiplatelet medication.

Event description:
Additional information received reported that the patient's p2y12 inhibitor clopidogrel began on (B)(6) 2024, and the patient's retinal artery occlusion recovered/resolved on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that source document data for the index procedure reports: angiogram runs demonstrated vasospasm in the proximal left cervical internal carotid artery and a slow infusion of intraarterial verapamil 10mg was administered into the left internal carotid artery over 10 minutes time. Subsequent angiogram demonstrated improved vasospasm." Site is queried to report an adverse event. Additionally, the 30-day follow up visit reported "improved bruising." The patient received p2y12 inhibitor clopidogrel 75 mg and 5 ml fluorescein intravenously (5 doses). The patient recovered/resolved (B)(6) 2024. It was also noted that the bruising was due to antiplatelet medication.